Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was noted it could not be confirmed if the blood loss was due to gunking and charring. The interventions taken to resolve the unexpected blood was they just opened a new handpiece and call the rep. It was assumed the patient had completely recovered, nothing to report otherwise, the patient was discharged at a normal time. The case was able to be completed using the third handpiece. It was noted the device did not deliver more energy than was expected. The handpiece was clean with a wipe by scrub tech, unknown how frequent it was cleaned. It was noted the user noticed the gunking 15-20 minutes into the procedure. There was sufficient saline flow to the device tip. It was noted the devices malfunctioning possibly contributed to the blood loss, but it was not the chief complaint. The blood loss was measure according to the surgeon and anesthesia. It was unknown if there were any interventions related to the blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and handpieces. It was reported that during a clinical case the site had an aquamantys handpiece gunk up and char more than expected. The site swapped to a second handpiece and had the same issue. It was noted the site had a third handpiece with no sign of the issue reoccurring. It was noted the patient had a slightly elevated blood loss due to the occurrence. It was noted there was no negative impact to the patient due to the occurrence. It was noted the surgery was no aborted. The rep noted one of the handpieces was available for return and was transferred to service and repair.